Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 857694-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal (abnormal pap smear of cervix 7/5111 lgsil.), cough incontinence, multiparous, heart disease, unspecified, lung disease, diabetes and hepatitis. Concurrent conditions included coughing, sneezing, bleeding menstrual heavy, stress incontinence, female, reduced bladder capacity, urgency urination, nocturia, pelvic muscles inadequate, mood swings, uterus enlarged, uterine tenderness, endometrial biopsy, pelvic discomfort, hyperthermia, bleeding tendency, tobacco user (smoking 1/2 pack per day cigarettes per day), walking difficulty, lower abdominal tenderness, low back pain and body mass index normal. Concomitant products included paracetamol;pseudoephedrine hydrochloride (contac c sinus pain medication) for headache, migraine and menstrual cramp. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/weight gain/ loss(loss specify which one)") and experienced mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had resolved and the hormone level abnormal and alopecia had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion (B)(6) 2011. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2018: no abnormality was detected. Ultrasound scan vagina - on (B)(6) 2017: no free fluid in pelvis or cul-desac. No masses or cystic areas noted. Both ovaries wnl. Essure coils noted bilaterally. (Iw). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia, abdominal pain, weight increased, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 857694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal (abnormal pap smear of cervix 7/5111 lgsil.), cough incontinence, multiparous, heart disease, unspecified, lung disease, diabetes and hepatitis. Concurrent conditions included coughing, sneezing, bleeding menstrual heavy, stress incontinence, female, reduced bladder capacity, urgency urination, nocturia, pelvic muscles inadequate, mood swings, uterus enlarged, uterine tenderness, endometrial biopsy, pelvic discomfort, hyperthermia, bleeding tendency, tobacco user (smoking 1/2 pack per day cigarettes per day), walking difficulty, lower abdominal tenderness, low back pain and body mass index normal. Concomitant products included paracetamol;pseudoephedrine hydrochloride (contac c sinus pain medication) for headache, migraine and menstrual cramp. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/weight gain/ loss(loss specify which one)") and experienced mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had resolved and the hormone level abnormal and alopecia had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion (B)(6) 2011. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2018: no abnormality was detected. Ultrasound scan vagina - on (B)(6) 2017: no free fluid in pelvis or cul-desac. No masses or cystic areas noted. Both ovaries wnl. Essure coils noted bilaterally. (Iw). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dyspareunia, abdominal pain, weight increased, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: this case becomes incident. Lot number was added. Event injury was updated to specified events. New events added: pelvic pain, hormonal changes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, abdominal pain, abnormal bleeding (general). Outcome of the events were updated. Concomitant drugs and concomitant conditions and treatment drugs were added. Lab data and reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.